Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported the cassette leaked during a procedure. The surgery was completed after replacing the product with another one. There was no harm to the patient or operating room staff. The product sample is available. No additional information is available.

Manufacturer narrative:
The lot complaint history was reviewed, this is the seventh complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. The probe and infusion cannula were not returned. Surgical substance was found in the fluid path of the manifolds and the cassette. The elastomers were seated properly on the pinch plate. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing the current software version was used to test the sample. The laser emitting diode rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. In addition, no leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has determined that no further actions will be pursued at this time. The manufacturer internal reference number is: (B)(4).